Event description:
The customer returned the rhinolaryngo videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, missing sealing glue around the objective lens was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the missing sealing glue around the objective lens, a degradation problem was identified. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.